Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 424 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 366 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer reported that the cannula was bent. Customer did not alleged that the insulin pump was under delivering. Customer was continuing the troubleshooting. Customer was advised to double check with health care professional for insulin pump setting. The insulin pump will not be returned for analysis.